Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn 14643680 was performed from the date of manufacture, 07-jun-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer having multiple pocket failures. A field service engineer inspected and found a fault in the drawer controller board and drawer five on the main unit was replaced due to it being a legacy full-height drawer. The new enhanced drawer was installed, configured with the customer, and tested. The customer confirmed successful operation after testing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the user mentioned that the drawer 5 was failed and required a maintenance. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the user mentioned that the drawer 5 was failed and required a maintenance. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.